Event description:
It was reported that the right atrial lead perforated through the lateral wall of the atrium and the right ventricular lead perforated the rv wall. The perforations happened two or three days after implantation. The atrial lead was explanted and replaced and the right ventricular lead was repositioned. The rv lead remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.